Event description:
It was reported that the patient presented in hospital for a regular outpatient consultation. Upon review, the implantable cardioverter defibrillator could not be interrogated via inductive telemetry. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported field event of inductive telemetry anomaly was confirmed. The memory registers in the device showed the cause of the radio frequency (rf) telemetry issue was due to a firmware anomaly. After the device¿s firmware was reloaded, the device communicated normally with both rf and inductive telemetry. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.